Manufacturer narrative:
Visual and functional testing: the device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed. Attempted to retrieve a pump for repair from a customer but did not receive any response. As a result, the pci was completed with the information available.

Event description:
The event occurred on an unknown date involving a plum 360¿ infuser. It was reported that the staff suspected an issue with the device pumping narcotics and a high rate of intravenous (IV) saline and would like the pump to be evaluated for failure. It was also reported that the patients were receiving less pain medication than they should. The event occurred during patient treatment. There was patient involvement, but no human harm and no delay in therapy. No medical intervention was required.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.